Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. The drill bit shows strong traces of repeated use. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function and the hardness of the product were measured, and fulfill the specifications. It was found that the used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: the drill bit 310.250 visually is not damaged but has a large area on the shaft with striations and worn off color coating. The microscopic investigation shows that the cutting edges on the tip partially are damaged and blunt from use and therefore the drill bit does not cut anymore. The abraded color coating on the shaft points to the fact that the drill bit was bent during drilling and came in strong contact with the drill sleeve. All dimensions relevant for the function and the hardness were checked during the manufacturing investigation and found to meet the specifications. The DHR review shows that correct material and manufacturing process were used. The synthes cutting tools instructions for use states that visual inspection and blunt or damaged reusable cutting tools should be disposed. Inspect reusable cutting tools for blunt or damaged teeth using a magnifying glass (minimum enlargement 1:10) after each use and replace if necessary. Check especially for: splintering and blunt (rounded) teeth, flutes, etc., damage to the cutting tools, bent and corroded cutting tools. Neither a manufacturing nor a material related fault was detected. There does not appear to be an issue other than the damage sustained by forcible use and wear and tear. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: female patient, age reported as in the sixties. Additional product code: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: 310.250 / 9538744, manufacturing location: (B)(4), manufacturing date: 14.jul.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported device was used in surgery for radius diaphysis fracture on (B)(6) 2016. The surgeon tried to drill by using a drill bit ø2.5 to insert a cortex screw 3.5mm but it didn¿t work at all. Because the hospital had no 2.5mm drill bit, he reluctantly used a 2.8mm drill bit and completed the insertion. He used locking screws after the trouble, so he fixed lcp (locking compression plate) small without problems. The patient is a female and her age is in the sixties. The patient has no complications. There is no information available about patient and surgical outcome. There was a surgical prolongation of 15 minutes reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).